Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient thought the patient programmer hadn't been working for some time and have changed the batteries a couple of time but still wouldn't do anything. The backlight did light up however it wouldn't increase, decrease or do anything. Patient was seeing a power on reset (por) message on the patient programmer presently. Patient reported emi exposure including having MRI, CT scan and xray done. Patient said their MRI was on their pituitary gland a few months ago, and that they did shut off the device and call medtronic for guidelines, however they've also been in and out of doctor offices and clinics constantly. The x-ray and cat scan was on the back but the por message appeared before that. Patient stated that something had gone wrong in patients back in which they didn't call but inquired if the device could be causing it. Patient reported that it could be uncomfortable at times but only if they sat for too long. Patient mentioned having different back pain that they've on to the emergency room (ER) for as well. It was reviewed that with the por, the therapy was off. Patient mentioned their back pain may be due to picking up their grandkids and will see their healthcare professional to discuss the por message. Patient further reported that their interstim device hadn't done much for them in the last three years. No further complications were reported.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the patient programmer wasn't doing anything and they were seeing a por message.. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes patient having been in and out of the doctors offices and having emi exposure including a CT scan, MRI and xray done which may have likely been a contributing factor to the patient programmer not doing anything and patient seeing the por message.. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient thought the patient programmer hadn't been working for some time and have changed the batteries a couple of time but still wouldn't do anything. The backlight did light up however it wouldn't increase, decrease or do anything. Patient was seeing a power on reset (por) message on the patient programmer presently. Patient reported emi exposure including having MRI, CT scan and xray done. Patient said their MRI was on their pituitary gland a few months ago, and that they did shut off the device and call medtronic for guidelines, however they've also been in and out of doctor offices and clinics constantly. The x-ray and cat scan was on the back but the por message appeared before that. Patient stated that something had gone wrong in patients back in which they didn't call but inquired if the device could be causing it. Patient reported that it could be uncomfortable at times but only if they sat for too long. Patient mentioned having different back pain that they've on to the emergency room (ER) for as well. It was reviewed that with the por, the therapy was off. Patient mentioned their back pain may be due to picking up their grandkids and will see their healthcare professional to discuss the por message. Patient further reported that their interstim device hadn't done much for them in the last three years. No further complications were reported. (B)(4). Additional information was received. Health care professional reported the cause of the por was due to end of the battery life. They were currently trying to decide whether to remove to replace the device. No further information reported.